Event description:
Nurse called to report a hospitalization due to high blood glucose. The current blood glucose is 252 mg/dl. The customer has been experiencing high blood glucose for a few days. The blood glucose reading at the time of the event was 480 mg/dl. During troubleshooting, the time was off slightly. Assisted customer with correcting the time. Programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.